Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp is out. Event timing and patient involvement are unknown. Additional information was requested but not received.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported system messages (sms) were not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 9, 2011. Based on qa assessment, the product met specifications at the time of release. There was no problem was found with the system in relation to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).